Event description:
Rptr's husband had a defective pacemaker and lead. He experienced fevers from 100 degrees up to 103 degrees. He had difficulty eating and swallowing and had an elevated white blood cell count. Rptr feels that drs overlooked a warning sent by MFR which included warnings concerning the foreseeable risks of infection, lead dislodgement, pacemaker failure and malfunction. Rptr's husband dies. (Also see mw1001178.) (*)